Manufacturer narrative:
The device history record (DHR) review could not be performed because no lot number was available. A sample analysis could not be performed because no photo or sample was available for evaluation. The complaint will be reopened if a sample is received. The reported condition could not be confirmed. Based on the present information a root cause cannot be determined. No action plan is deemed required. The current process is running according to product specifications, meeting quality acceptance criteria. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported anonymously the cuff (balloon) was perforated.